Event description:
Shock impedance jumped from 60 ohms to 100 ohms overnight. It was recommended that the lead/patient be evaluated in person. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.